Manufacturer narrative:
The reported event of a failure to capture was not confirmed by analysis, whereas the helix retraction issue was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found the helix to be clogged with blood/ tissue and inner coil to be over torqued at the connector region. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for a post-op evaluation. During this evaluation, failure to capture was observed on the ventricular lead. A lead revision procedure was performed but the lead could not be re-positioned as the helix would not retract. The lead was explanted and replaced. There were no patient consequences.